Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery performed to explant the right prosthesis due to infection.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4. The reported event could be confirmed as the surgeon provided patient's CT scan that show the tmj devices on the right side were removed. The patient received bilateral tmj devices, and later developed pain and infection with a draining fistula on the right side, leading to removal of the infected prosthesis. A new unilateral device was requested and implanted, but despite follow-up inquiries, no additional information or lab results were provided, leaving the exact cause of the infection undetermined, though infection is a known risk noted on the device label. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.